Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. It is assumed that the device got pre-damaged during manufacturing. During transport or handling during implantation surgery the device eventually failed. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At the end of the surgical procedure (after closure) the surgeon tried to perform in situ measurements without success. The case was normal and was well inserted. The surgeon finally decided to change the implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it is currently being evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
At the end of the surgical procedure (after closure) the surgeon tried to perform in situ measurements without success. The case was normal and was well inserted. The surgeon finally decided to change the implant.